Event description:
It was reported that post implant the patient was brought in to an in clinic appointment after a decrease in r wave amplitudes. It was noted there was undersensing of ventricular signal and noise on the ventricular channel resulting in oversensing. A revision took place and this right ventricular (rv) lead was replaced. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.